Manufacturer narrative:
On 28-apr-20202, mentor received additional information regarding the date of problem observed. Initially, it was reported as (B)(6) 2020. However, additional information revealed that the date of problem observed is 22-feb-2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with two 350cc mentor memoryshape breast implant and experienced bilateral wound infection postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since very little information was provided for this complaint, multiple attempts were made to obtain additional information. However, no additional information has received. If additional information becomes available, a supplemental report will be submitted. This report is for the left prosthesis.